Manufacturer narrative:
D10: concomitants: 320-06-42 - glenosphere 42mm : 6608642 , 320-10-05 - equinoxe reverse tray adapter plate tray +5 : 6511935 , 320-15-05 - eq rev locking screw : 6652701 , 320-20-00 - eq reverse torque defining screw kit : 7005438.

Event description:
As reported by the equinoxe shoulder study, approximately 2 years and 9 months post revision of right tsa, the patient experienced a dislocation. The patient was sitting in a chair with his arm hanging when he felt a pop and immediately experienced sharp pain. An initial dislocation was reported 3 months post initial implantation surgery. The patient underwent a standard reverse with preserve stem revision, and the event was resolved. Per the clinical report, the reported event is possibly related to the device and to the procedure. This was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: correction to annex a code from "1583 / inadequacy of device shape and/or size" to "2923 / device dislodged or dislocated".